Manufacturer narrative:
This device was not returned for analysis. The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected based on the product record review did not identify a product quality issue or new patient harm.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out-of-range shock impedance measurements. The rise in impedance appeared to be gradual over the last year. The patient was seen in clinic and a sync shock was performed to assess the shock impedance measurements. Following the delivery of two 41j shocks, the impedance measurements were within range. The physician plans to wait before replacing this rv lead. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the high out-of-range shock impedance measurements were likely related to calcification on the distal coil. The physician planned to continue to monitor the patient. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out-of-range shock impedance measurements. The rise in impedance appeared to be gradual over the last year. The patient was seen in clinic and a sync shock was performed to assess the shock impedance measurements. Following the delivery of two 41j shocks, the impedance measurements were within range. The physician plans to wait before replacing this rv lead. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out-of-range shock impedance measurements. The rise in impedance appeared to be gradual over the last year. The patient was seen in clinic and a sync shock was performed to assess the shock impedance measurements. Following the delivery of two 41j shocks, the impedance measurements were within range. The physician plans to wait before replacing this rv lead. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the high out-of-range shock impedance measurements were likely related to calcification on the distal coil. The physician planned to continue to monitor the patient. No adverse patient effects were reported. This rv lead remains in service.